Event description:
It was reported that a loss of therapeutic effect occurred. It was later determined by the healthcare provider (hcp) that the implantable neurostimulator (ins) devices were turned off. The hcp could not communicate with the implants using the patient programmer during the visit. Additionally, stimulation could not be adjusted. A new battery was put in the programmer and only the green light came on. The ins maybe depleted. Refer to manufacturer report # 3004209178-2011-08622.

Manufacturer narrative:
(B)(4).